Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated and did not have telemetry. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional. Hybrid analysis found the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. If information is provided in the future, a supplemental report will be issued.